Manufacturer narrative:
Analysis synthesis: expertise of the returned programmer revealed that the reported display issue was due to a damaged cable. The flat cable (also called screen flex cable) which connects the video board to the carrier board of the programmer was worn out. The programmer followed the normal workflow of repair, including a replacement of the screen flex cable and a re-ghost, and was sent back to the field.

Event description:
Reportedly, the programmer screen froze during an interrogation.

Event description:
Reportedly, the programmer screen froze during an interrogation.